Event description:
It was reported that a superion indirect decompression (ID) spacer patient experienced pain and could not bare weight on their right leg. X-ray imaging taken confirmed the ID spacer had migrated anteroposterior (a/p) to the right of the spinous process in lumbar area four-five. The physicians assessment noted that the patient getting in and out of his recliner chair may have caused the ID spacer to migrate. The patient underwent a procedure where the ID spacer was removed. Analysis of the spacer was not performed as it was retained by the facility. The patient did well post-operatively.